Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 50 months ago. Aneurysm and vessel morphology were not reported. It was reported in a presentation of the patient follow-up imaging (CT and kub) there was a type ii endoleak noted two months post implant. A 30x10 stent was implanted at the time of initial implant inside the endurant stent graft due to a bend in the stent graft. The patient had good flow to bilateral common external and internal iliac arteries post implant. Six months post implant there was a residual type ii endoleak. It was also reported that the left common iliac artery increased to 3.1 cm approximately three years post implant. The patient had a repair of the iliac artery aneurysm and coil emoblization of a left hypogastric artery aneurysm and recovered. Investigator assessment states that the event was not related to the study device or study procedure. Another endovascular repair of a new left iliac aneurysm was performed with an aneurx stent graft and coil embolization of left hypogastric aneurysm. The investigator assessment states that the event was not related to the study device or study procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink); patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).